Event description:
From staff: clip placed over polypectomy site, md instructed scrub to close, and deploy. Clip would not deploy from delivery device. An advanced provider requested to the room to assess the situation and removed the clip. No other clip was replaced. Monitored for post polypectomy bleeding per md.